Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by stryker sales rep, that the hospital reported, that a new anchorage screwdriver blade was damaged during the surgery. It was further clarified that the tip of the screwdriver broke while being used during surgery.

Manufacturer narrative:
The reported event that anchorage screwdriver had a breakage during surgery could not be confirmed since the device was not returned for evaluation. Based on investigation, it is not possible to determine the exact root cause of the failure mode. However, the most probable cause for an anchorage screwdriver breakage is a torsional overload due to user usage or bad maintenance. In addition, if this failure occurred within an explantation surgery, please note that an extraction set is available from stryker and should be used when surgeon plans to extract a device. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If any further information is provided, the investigation report will be updated. Device will not be returned.

Event description:
It was reported by stryker sales rep, that the hospital reported, that a new anchorage screwdriver blade was damaged during the surgery.it was further clarified that the tip of the screwdriver broke while being used during surgery.